Event description:
It was reported the ez35w was used during an unknown procedure. It was reported by the affiliate the device could not be fired after the first reload (reload broke inside). There was no consequence to the patient. 03/19/1998 message from affiliate. A zr35b reload was used.

Manufacturer narrative:
Tracking #.50565. H6; damaged firing mechanism. Based upon the info rec'd and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. The returned cartridge was broke into many small pieces. No conclusion could be reached as to how this damage occurred.